Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Therefore, 100 retention samples from bd inventory were visually inspected. 4 out of 100 retention samples contained an air bubble; no foreign matter(fm) was seen. Complaints for sample quality are under statistical control for the month of february 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for gel air bubbles. It has not been confirmed for fm. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported prior to using bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes that foreign matter and gel air bubbles was observed in one (1) tube.